Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Subsequently, the customer went to the emergency room (ER) due to a blood glucose (bg) level of 35 mg/dl. Customer was treated with intravenous fluids of saline and insulin while in the ER. Customer was discharged 30 hours later with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.